Event description:
It was reported that while the ventilator was connected to a patient it started to alarm. The staff responded and found that the ventilator was not ventilating. The patient was bagged. (B)(4).

Manufacturer narrative:
(B)(4).